Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider. It was reported that the patient was scheduled for a revision of their ins system but they cancelled the procedure. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient's device wasn't functioning anymore. No symptoms or further complications reported.